Event description:
It was reported that the patient has been experiencing symptoms of floaters, halos, glare, blurriness, and occasional dark/white bubbles in the lateral aspect of eyes bilaterally. Original implant date was (B)(6) 2012 of the left optic. In addition, it was stated that a "scratch" occurred during removal of the surgical draping. The patient was seen by her attending physician on (B)(6) 2012 and a procedure was performed where the lens was "nudged." The primary physician stated that the symptoms that were being experienced by the patient were normal and advised the patient to delay any explant. Lens remains implanted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.